Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 455 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 134 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 04/28/2018 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: 1:455 mg/dl (B)(6) 2017 08:00 am fasting: yes. Customer is concerned with the result of 455 mg/dl that she got this morning on her meter. Tried to assist customer into going into the meters memory however customer states that she is disabled. Customer was able to provide me with the reading that she got this morning. Customer stores strips incorrectly so unable to perform a back to back blood test.